Event description:
The customer reported that their tandem mobi pump would not turn on and the battery would not charge, leading to a malfunction. As a result, their blood glucose level exceeded 500 mg/dl, although the specific value was not known. To address the issue, the customer planned to contact their healthcare provider and attempt to resolve the pump problem. Tandem technical support instructed the customer to try various troubleshooting steps, but the problem persisted. Consequently, they arranged to send a replacement wall adapter, charging cable, and charging pad by two-day shipping. However, the customer was agitated and refused to verify the shipping details, expressing a preference to handle the situation on their own. Technical support advised on the importance of having an emergency backup insulin therapy and planned to escalate the case.